Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the nurse was able to prime their cadd solis pump and connect it to the patient, the pump appeared to be working properly, and the nurse walked away. However, when the nurse returned to the patient, they noticed that the hanging medication bag was still full, and that the patient was not receiving their treatment. The event occurred while in use with a patient. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Updated to reflect additional information: d2, d3, d4, g4. H3: device was not returned for analysis. No event history log provided. Product not returned. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.

Manufacturer narrative:
H2) additional information: a2-a6 updated. B3 updated. B5 updated. H6: annex e and f code updated.

Event description:
Additional information was provided. It was reported that the patient was intubated and ventilated in the micu (medical intensive care unit) at the hospital, receiving continuous 300mcg/hour fentanyl infusion via the pump. At handoff, registered nurse noticed the volume of the bag was unchanged since beginning of shift. Upon inspection, it appeared that the bag was not spiked completely. During this time, the pump did not register that the medication was not being given appropriately and the pump also did not alarm or become "dry". There was no air in the tubing. The patient was not being delivered documented doses of medication from the pump which resulted in increased respirations by the patient and increased work of breathing. The pump alarms - "air in line" and "upstream occlusion" were disabled.